Event description:
The patient was wearing the pod on the abdomen for between 24 and 36 hours when a site-related issue occurred. The infusion site developed redness and inflammation that progressed to significant irritation and spreading discomfort. Medical attention was sought due to these symptoms, and the diagnosis was cellulitis. Initial treatment involved oral antibiotics; however, the infection did not resolve, and intravenous antibiotics were administered during a subsequent hospital admission for an unrelated cardiac procedure. The patient discontinued pod therapy and transitioned to an alternative insulin delivery method with plans to resume pod therapy upon recovery and consultation with a healthcare provider.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.